Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: set detached and patient lost 2 ml of blood.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Two (2) samples were received for evaluation. The samples were subjected to leakage testing, and no leakage was observed. The returned devices met requirements according to specification. If additional information becomes available, a follow up report will be submitted.